Event description:
It was reported to philips that the system could not start-up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips conducted an investigation in response to a customer report that the system could not start up. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer, resulting in no service action being performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.